Manufacturer narrative:
Analysis found that the module was received in good cosmetic condition. The device has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the module that came back from repair was out of order. A loan box was restored in the operating room to ensure continuity of care. There was no patient impact.